Event description:
It was reported that during a case, the fabius gs machine shut down and the ventilator stopped. The customer stated that no alarm was noticed. The patient was ventilated manually until the machine was replaced. No patient injury resulted.

Manufacturer narrative:
The affected component was requested, but was not received until now. The outcome of the investigation will be the content of a follow-up report.